Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the "gasket came off around the usb port" and subsequently the customer was unable to insert multiple cables into the port. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.